Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed that the sampling line had almost fractured off at the joint with the port on the oxygenator module. There was no obvious anomaly in the state of the purge line tube. Saline solution was flushed through the actual sample by gravity drop, while the actual sample was observed for any leak. A leak was noted at the joint of the sampling line tube and the port on the oxygenator module. The purge line tube was confirmed to have no leak. The fracture cross-sections of the sampling line tube were inspected under magnification and electron microscopy. There was not any foreign particle or air bubble which could have led the tube to become fractured, embedded in the tube material. The surface of the fracture cross-section was noted partially in the smooth state and partially in the rough state. On the smooth section, some streaks were noted to have been generated. The direction the streaks showed the direction in which the fracture had developed. The state of the fracture on the actual sample is experientially known to be consistent with the state when the tube has been damaged as a result of exposition to some shock force. The sampling line tube was cut vertically at a point and the cut cross-section was inspected under magnification. There was no unevenness or deformation in the shape. The inside and outside diameters were confirmed to be comparable to those of the current product sample. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator that leaks. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. There was no leak on the purge line tube. The above investigation found no inherent deficiency on the sampling line tube. Based on the state of the fracture cross-sections of the sampling line tube of the actual sample, it is likely that the actual sample was exposed to some shock force which exceeded the product's strength limit during transportation, storage or during the use by the customer. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a leaking purge line on the capiox device oxy. There was no delay in the procedure. The procedure outcome, and blood loss were reported to be unknown.